Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg over an extended period of time. In turn, their ipg became inoperable over time. As a result, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
The patient's weight has been obtained and provided.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.